Event description:
The customer reported that the intended procedure was a therapeutic endoscopic retrograde cholangiopancreatography (ercp).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The reported event could not be confirmed as the device was not returned for evaluation. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had momentary blackouts occur irregularly. The event was found during preparation for use in a diagnostic procedure. The procedure was completed using the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.